Manufacturer narrative:
The returned clipper handle has been examined and confirmed that the drive shaft was broken. It was presumed that the drive shaft is damaged due to its life end. A device history record review found no non-conformances associated with this issue during production of the batch. This MDR represents the surgical clipper (device 2). Additional MDR was submitted to represent the surgical clipper (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during use of the surgical clipper, the internal tab broke, became detached and charring was noted in the component.